Manufacturer narrative:
Complaint conclusion: the email received for the (B)(4) study indicated that approximately twelve months post index procedure, the patient experienced a myocardial infarction. This is an unknown patient of unknown age and medical history. The indication for the index procedure is unknown. At the time of the index procedure, a 2.25 x 13mm cypher and an unknown xience stent were implanted in an unknown coronary artery. Approximately one year post index procedure, the patient had recurrent ischemic symptoms lasting 10 minutes or more, without new st elevation, depression, or bundle branch block. Cardiac enzymes and angiography were performed, but results are not available. To date, despite multiple requests no further information has been available. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the very limited information does not allow for a clinical conclusion to be made regarding possible contributing

Event description:
The email received for the dapt study indicated that approximately twelve months post index procedure the patient experienced a myocardial infarction. The patient had recurrent ischemic symptoms lasting 10 minutes or more, without new st elevation, depression, or bundle branch block. Cardiac enzymes and angiography were performed, but results are not available. At the time of the index procedure, a 2.25 x 13mm cypher and an unknown xience stent were implanted in an unknown coronary artery.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.